Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), tooth disorder ("dental problems"), weight increased ("weight gain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and headache ("increased headache"). The patient was treated with surgery (she underwent surgical removal of the device on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, anxiety, depression, rash, tooth disorder, weight increased, abdominal pain lower, dyspareunia, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, fatigue, headache, mood swings, pelvic pain, rash, tooth disorder and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)/sticking out of uterus/migration of essure device: outside of uterus'), abdominal abscess ('abscess/abscess hole in my abdomen'), pelvic pain ('pain/pelvic pain') and postoperative wound infection ('wound infection') in a 28-year-old female patient who had essure (batch no. 097489-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high. On 12-dec-2016: review of systems were as follows- constitutional: reports: weight change cardiovascular: reports: palpitations/fluttering gastrointestinal: re ports: heartburn gynecology: reports: dyspareunia, pelvic pain musculoskeletal: reports: back pain psychiatric: reports: anxiety, depression. Concurrent conditions included umbilical hernia, migraine, carpal tunnel syndrome, tonsillectomy, heart fluttering, heartburn, hernia repair, vaginal delivery, infection, heart racing, light-headed and hemostasis. Concomitant products included gabapentin, medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced rash pruritic ("rashes or skin condition type: itchy rash in the pelvic area/ rashes"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain/back pain"). In september 2014, the patient experienced nausea ("nausea"). In october 2014, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful intercourse"), chest pain ("chest pain"), palpitations ("palpitations") and disturbance in attention ("concentration") and was found to have weight increased ("weight gain"). In november 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced diplopia ("double vision"). In june 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In december 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant) with sepsis. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), abdominal pain lower ("cramping"), headache ("increased headache"), gastrooesophageal reflux disease ("reflux") and pruritus allergic ("allergic or hypersensitivity reaction type: itching"). The patient was treated with amitriptyline, atenolol, bacitracin zinc;gramicidin;polymyxin b sulfate (triple antibiotic), bacitracin zinc;polymyxin b sulfate (antibiotic ointment), biotin, codeine phosphate;paracetamol (tylenol with codeine no.3), diphenhydramine hydrochloride, famotidine, ibuprofen, sertraline hydrochloride (zoloft), vitamin b12 nos (vitamin b12), IV antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, anxiety, depression, tooth disorder, chest pain, palpitations, gastrooesophageal reflux disease and disturbance in attention outcome was unknown and the abdominal abscess, pelvic pain, postoperative wound infection, mood swings, rash pruritic, weight increased, dyspareunia, fatigue, nausea, dysmenorrhoea, diplopia, alopecia, back pain and pruritus allergic had resolved. The reporter considered abdominal abscess, abdominal pain lower, alopecia, anxiety, back pain, chest pain, depression, device breakage, diplopia, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, mood swings, nausea, palpitations, pelvic pain, postoperative wound infection, pruritus allergic, rash pruritic, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: one coil of the essure device on left side was noted in the endometrial cavity. Again on right side where again the placement of the essure device was performed under the usual manner and once deployed one coil was noted in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, palpitations, dyspareunia, back pain, anxiety, depression, ge reflux symptoms, double vision, weight gain and device breakage. This lot 097489 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)/sticking out of uterus/migration of essure device: outside of uterus'), abdominal abscess ('abscess/abscess hole in my abdomen'), pelvic pain ('pain/pelvic pain') and postoperative wound infection ('wound infection') in a 28-year-old female patient who had essure (batch no. 097489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index increased. On 12-dec-2016: review of systems were as follows- constitutional: reports: weight change, cardiovascular: reports: palpitations/fluttering, gastrointestinal: re ports: heartburn, gynecology: reports: dyspareunia, pelvic pain, musculoskeletal: reports: back pain, psychiatric: reports: anxiety, depression. Concurrent conditions included umbilical hernia, migraine, carpal tunnel syndrome, tonsillectomy, heart fluttering, heartburn, hernia repair, vaginal delivery, infection, heart racing, light-headed and hemostasis. Concomitant products included gabapentin, medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced rash pruritic ("rashes or skin condition type: itchy rash in the pelvic area/ rashes"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain/back pain"). In september 2014, the patient experienced nausea ("nausea"). In october 2014, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful intercourse"), chest pain ("chest pain"), palpitations ("palpitations") and disturbance in attention ("concentration") and was found to have weight increased ("weight gain"). In november 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced diplopia ("double vision"). In june 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In december 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant) with sepsis. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), abdominal pain lower ("cramping"), headache ("increased headache"), gastrooesophageal reflux disease ("reflux") and pruritus ("allergic or hypersensitivity reaction type: itching"). The patient was treated with amitriptyline, atenolol, bacitracin zinc;gramicidin;polymyxin b sulfate (triple antibiotic), bacitracin zinc;polymyxin b sulfate (antibiotic ointment), biotin, codeine phosphate;paracetamol (tylenol with codeine no.3), diphenhydramine hydrochloride, famotidine, ibuprofen, sertraline hydrochloride (zoloft), vitamins nos, IV antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, anxiety, depression, tooth disorder, chest pain, palpitations, gastrooesophageal reflux disease and disturbance in attention outcome was unknown and the abdominal abscess, pelvic pain, postoperative wound infection, mood swings, rash pruritic, weight increased, dyspareunia, fatigue, nausea, dysmenorrhoea, diplopia, alopecia, back pain and pruritus had resolved. The reporter considered abdominal abscess, abdominal pain lower, alopecia, anxiety, back pain, chest pain, depression, device breakage, diplopia, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, mood swings, nausea, palpitations, pelvic pain, postoperative wound infection, pruritus, rash pruritic, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: one coil of the essure device on left side was noted in the endometrial cavity. Again on right side where again the placement of the essure device was performed under the usual manner and once deployed one coil was noted in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, palpitations, dyspareunia, back pain, anxiety, depression, ge reflux symptoms, double vision, weight gain and device breakage. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and medical record received. New events added from pfs- perforation (uterus)/sticking out of uterus/migration of essure device: outside of uterus, device breakage, abscess/abscess hole in my abdomen, sepsis, chest pain, palpitations, nausea, dysmenorrhea (cramping), double vision, reflux, hair loss, concentration, wound infection, pain/back pain ,itching and itchy rash in the pelvic area//rash. Event verbatim was updated as itchy rash in the pelvic area/rash and event pt was updated from rash to rash pruritic. Patient¿s demographic details added. Essure lot number added. Patient¿s medical history, lab test, concomitant drugs and treatment drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.